Manufacturer narrative:
The patient reported a previous hospital visit; however, the date of the event and information regarding if the patient was admitted were not provided. Therefore, this event is being reported out of an abundance of caution and section b3 (date of event) was left blank. Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. Further outreach attempts to the patient's physician's office are currently ongoing. Any new information, relevant to the reported event will be provided in a follow-up report. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 03-jun-2026 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc on 04-jun-2026. The patient reported that in the past, medication had leaked from their remunitypro pump for a day and a half. Approximately 4 hours after restarting their infusion, the patient became sick and ultimately presented to the hospital.